Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed several cancelled combo boluses on (B)(6) 2013. The meter was not returned with the pump; the pump was paired with a test meter during the investigation. The pump performed normal, ez bg, ez carb, and combo boluses successfully and all boluses were recorded in the history in the correct time and order. The pump was opened and no internal issues were found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump was cancelling boluses when a combo bolus was initiated on the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.